Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, urinary problems, recurrence, emotional distress and a product problem. The plaintiff also experienced pain, dysuria, urgency, frequency, and flank discomfort. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.